Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Customer¿s parent assisted the customer with a glucagon injection and consuming carbohydrates. Emergency medical service¿s were called, vitals monitored, and recommended that the customer go to emergency room. Customer's parents took them to the emergency room (ER). When the customer arrived at the ER their bg had increased to 400mg/dl due to the customer being over treated for the low bg. Customer was treated for the elevated bg with intravenous fluids of saline and insulin. Customer was released later that same day with issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.